Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), metrorrhagia ("metrorrhagia (bleeding between periods)"), fatigue ("fatigue"), tooth disorder ("dental problems"), dysgeusia ("metallic taste in mouth"), anxiety ("mental anguish"), hypersensitivity ("allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, metrorrhagia, hypersensitivity, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, abdominal distension, fatigue, tooth disorder, hormone level abnormal, dysgeusia, anxiety and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s)(unspecified) :bilateral occlusion; on (B)(6) 2008: essure confirmation test(s) (unspecified). Results of confirmation test :not provided. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Event: metrorrhagia, dysmenorrhea ,dyspareunia, metallic taste in mouth , anxiety, dental problem, headache , hormonal changes, fatigue, general pain and allergy were added. Event outcome were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain and menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Date of explant added. This case become incident. Event injury was replaced by more specific information: chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, bladder problems, urinary problems, vaginal discharge and bloating. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.